Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump history revealed that the rebooting was preceded by a replace battery alarm. The voltage in the black box was low. No damage was found to the battery compartment. A contact test was performed on the battery cap and no defects were found. The pump powered on normally with no alarms the pump electrical current draws were tested and found to be within specifications. The pump was opened and no damage was found to the power circuit.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump was self-rebooting each time she would get to the verification screen. The patient also indicated that she was admitted to a hospital on (B)(6) 2011, wearing the pump, and with a blood glucose (bg) level in the "400's" mg/dl. The patient also reportedly had symptoms of nausea, vomiting, and dka. When she was admitted to the ICU, the pump was discontinued and the battery was removed. The patient was placed on an IV insulin drip and then injections at a later time. The patient mentioned that her bg level on (B)(6) 2011, was in the "120-180 mg/dl" range. The patient reportedly changed the site, set, and cartridge that day. On (B)(6) 2011, the patient's bg's were in the "200's" mg/dl and she had nausea. Troubleshooting could not be completed since the pump was rebooting when the battery was reinserted into the device. The patient denied having any changes to physical activity or medications. The patient also denied having hormonal changes or that the device was exposed to an x-ray. The patient claimed that the issue was persisting although 2 different, new batteries were used. This complaint is being reported due to the following conclusion: the patient claimed that the pump was rebooting and she was hospitalized for hyperglycemia. It is unclear, however, when the alleged pump rebooting issue started in relation to the patient developing the elevated bg level and hospitalization. It is also unknown what actions the patient took leading up to the hospitalization.